Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 10.2cm to 10.8cm from the connector pin consistent with friction to the device can. Also, procedural damage to the outer insulation, outer coil, inner insulation, and inner coil was noted at 11.1cm from the connector pin. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can and friction to another device or feature of patient anatomy.